Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: investigation site: cq zuchwil. Selected flow: damage. Visual inspection: the visual inspection of the complained instrument has shows that the pin wrench is broken into two pieces and strongly bent. Dimensional inspection: the shaft diameter of the device (close to the breakage point) got measured. Conclusion: the measuring result does show conformity. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel as required and the measured harness was within the specification. Summary: the pin wrench is broken as reported, therefore the complaint condition will be rated as confirmed. The instrument was returned as a enclosed device. After attempts to release the jammed connector from the insertion handle, the device broke due to a mechanical overload situation. There is no evidence that this instrument contributed to the complaint condition of the jammed devices. Based on our investigations a product related fault can be excluded. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: part: 321.170. Lot: 2200324. Manufacturing site: bettlach. Release to warehouse date: june 14, 2006. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the pin wrench snapped in the process of trying to remove the insertion handle from the radiolucent short. The insertion handle had seized. The issue was discovered during loan kit inspection. This report is for one (1) pin wrench ø4.5 l120. This is report 3 of 3 for (B)(4).